Manufacturer narrative:
H.6. Investigation summary: there is no sample received for investigation. The team tested the retention samples of the batch number 18c2811 for the sustaining and separation force test which is done after sterilization to confirm the plunger movement. The retention samples test readings within the defined specification. The complaint is therefore not confirmed. The DHR of lot number 18c2811 did not have any qn raised at the time of the production. The retention samples test readings within the defined specification. The probable root cause could not be identified. The complaint is not confirmed. There is no corrective or preventive action that can be taken at this time. Complaints received for this device and the reported defect will continue to be tracked and trended. The information will be captured in the trend reports and monitored monthly.

Event description:
It was reported that during use of the discardit ii 5ml with 24*1 while withdrawing the plunger it becomes tight and there are cracks forming. More pressure is required to remove the plunger. The following information was provided by the initial reporter: discardit 5ml syringes, become tight while withdrawing the plunger and forming crack. More pressure is needed for removing the plunger.

Manufacturer narrative:
The manufacturing location for this product is (B)(6). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the discardit ii 5 ml with 24*1 while withdrawing the plunger it becomes tight and there are cracks forming. More pressure is required to remove the plunger. The following information was provided by the initial reporter: discardit 5 ml syringes, become tight while withdrawing the plunger and forming crack. More pressure is needed for removing the plunger.